Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31270313l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. The day after the procedure, a pericardial effusion was noted by the physician while the patient was in the ward. A pericardiocentesis was conducted and approximately 200ml of pericardial fluid was aspirated. After that, the patient¿s vitals were checked as blood pressure and so on were stabilized. The patient returned to the ward as it was. The physician's opinion on the relationship between the event and the product was that there was no causal relationship with the product. No abnormalities were observed prior to or during use of the product. Transseptal puncture was performed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The physician's opinion on the cause of the adverse event was most likely due to the procedure. The physician believed that this was inevitable, as it could happen in ventricular cases. Patient fully recovered and did not require extended hospitalization.